Manufacturer narrative:
Investigation summary: a review of complaint history did not identify any adverse trends. Root cause: insufficient information. Source: phone.

Event description:
Customer reporting 1 discrepant sofia sars result between sofia and sofia 2 analyzers. It is unknown if patient was symptomatic or asymptomatic. Sample was run on sofia 2 first resulting in negative, then run on sofia resulting in positive. Sample was then rerun on sofia 2 and resulted positive. No confirmation testing reported to be done.